Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time/date issue) issue. The reporter stated that the pump had switched from pm settings to am settings without user intervention. The reporter also stated that the time and date did remain correct when the battery was removed for less than 24 hours. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box shows manual time change from (B)(6) 2013 9:11 am to (B)(6) 2013 9:12 pm. A timekeeping accuracy test was performed; the pump was keeping time accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.